Event description:
It was reported that the patient experienced inappropriate shock due to noise on the atrial channel. Trend data on the atrial lead revealed oversensing and low p waves. The atrial lead was replaced. The following day, the patient again had an inappropriate shock due to noise and the device was explanted and replaced. It was not clear if there was a connector issue with the device. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. There were fifteen ventricular non-sustained tachycardia (nst) episodes of less than or equal to 210 ms on (B)(6) 2012 in the timeframe between 15:56:43 and 16:39:45. There were thirteen ventricular fibrillation (vf) of less than or equal to 210 ms average ventricular cycle between (B)(6) 2012 and (B)(6) 2012. There were ventricular short interval count (v-sic) of 105422 counts average per day, in 1.59 days, between (B)(6) 2012 and (B)(6) 2012. There were three patient alerts for lead failure predictor between (B)(6) 2012 and (B)(6) 2012. There were two patient alerts for out of tolerance sub threshold lead impedance on (B)(6) 2012 and (B)(6) 2012. The daily pace lead impedance trend data shows an abrupt increase for ventricular pacing bipolar impedance of 551 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and there were no anomalies found. (B)(4) we did receive performance data collected from the device and have analyzed the data. There were fifteen ventricular non-sustained tachycardia (nst) episodes of less than or equal to 210 ms on (B)(6) 2012, in the timeframe between 15:56:43 and 16:39:45. There were thirteen ventricular fibrillation (vf) of less than or equal to 210 ms average ventricular cycle between (B)(6) 2012. There were ventricular short interval count (v-sic) of 105422 counts average per day, in 1.59 days, between (B)(6) 2012. There were three patient alerts for lead failure predictor between (B)(6) 2012. There were two patient alerts for out of tolerance sub threshold lead impedance on (B)(6) 2012. The daily pace lead impedance trend data shows an abrupt increase for ventricular pacing bipolar impedance of 551 to 4047 ohms peak between (B)(6) 2012.